Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump works fine it the sensor that does not work. Customer stated her boyfriend was a paramedic and she got home she was still conscious and not having symptoms. Customer stated she was a symptomatic her boyfriend tested her and she was 23 mg/dl, treated with orange juice and sugar. Customer stated her sensor did not indicate she was low. Reading on the sensor tends to be off. Customer was not sure what caused her low. Settings correct on the device. Customer stated she will call back to do displacement test when she does a set change. No further information reported.